Manufacturer narrative:
The 2.8x19 mm graftmaster stent referenced is being filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the distal left anterior descending coronary (lad) artery after two stents were deployed in the lad to treat the 90% stenosis. Two graftmasters, sizes 2.80x26 and 2.80x19 mm were inserted, but were unable to cross the lesion due to the bend in the distal lad. Another graftmaster was successfully used to treat the perforation. There were no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.corrections: d10 - on initial report d10 listed that the device was not available for return. It was returned. H3 - on initial report h3 listed device was not evaluated by manufacturer. It has been evaluated. H6 - method code 4115 was removed and replaced with 10.